Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving bupivacaine (unknown concentration or dose) and fentanyl (unknown concentration or dose) via an implantable pump for spinal pain indications. It was reported that on (B)(6) 2022 the physician increased the medication 200% beyond the normal dose which almost tripled the fentanyl dose and it nearly killed the patient. The patient stated that they went across the street to get a burger through the drive through and the patient passed out in the car. The patient stated that they were "spraying him with narcan" and then gave the patient narcan IV (intravenous) once they got to the hospital. The patient also states that they stopped breathing. The patient stated that the physician does not have hospital privileges, so the physician's pa (physician assistant) went to the hospital. When asked who the pa was, the pa said that they were the medtronic representative even though the pa was not. The pa turned down the medication in the pump. The patient stated that when they woke up in the hospital, the nurse told them that they had fallen and hit their head. The patient stated that they had a brain hemorrhage. The patient had 2 appointments scheduled at ucla and they were cancelled but unwilling to tell the patient why they cancelled the appointment and unwilling to see the patient. The patient stated that their pump has been empty and alarming every hour and the patient needed to find a physician who will fill the pump. The patient then stated that they started going through withdrawals about 4-5 days ago. The patient stated that for the most part, they were in bed all of tuesday (B)(6) 2022).